Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and high blood glucose. Customer's blood glucose level was 525 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high and they realized air bubbles inside the reservoir. Customer advised the air bubbles were small. Customer delivered a fixed prime until the air bubbles were no longer visible. Customer advised they fill room temperature insulin however it is cold outside where they live.